Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intramural leiomyoma of uterus, adenomyosis, dysmenorrhea, dyspareunia, pelvic pain female and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, heavy menstrual bleeding, migraine and pelvic pain to be related to essure. The reporter commented: discrepant information regarding date of insertion:- previously reported (B)(6) 2012(summons) and in current ppf (B)(6) 2012. Discrepancy: date of insertion previously reported as 01-jul-2012 now it is reported (B)(6) 2012 and (B)(6) 2014(as per mr). Discrepancy noted in date of removal: (B)(6) 2018. The micro insert was then assessed and there were 4 expanding coils trailing from the first 2. A similar procedure was done on the opposite side without difficulty with 2 trailing coils from the 2nd tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: -bilateral essure devices in place. The right fallopian tube is obstructed without evidence of free spillage. The left fallopian tube does not visualize.; on (B)(6) 2015: -status post essure sterilization coil placement. Bilateral tubal obstruction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: medical record received: medical history, lab data, reporter information were added. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: discrepant information regarding date of insertion:- previously reported oct 2012(summons) and in current ppf 01jul2012. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 13-sep-2019: pfs received. Previously reported event "injury" was updated to dysmenorrhea (cramping). Events : chronic pain, pelvic/abdominal pain, bleeding: menorrhagia (heavy menstrual bleeding), migraine, hair loss were added.no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.